Event description:
Procedure: exploratory laparoscopy, appendectomy. According to the reporter: during the surgical procedure, it was discovered that one of the laparoscopy trocars had a piece of plastic missing from the shaft. The physician checked inside of the patient for the piece as well as around the surgical field. The piece was never located.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 02/27/2015.